Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen visual was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 06/26/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/11/2015 with the following findings:the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump case was removed, and the display screen was observed to be cracked: the reported issue was duplicated. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed.